Event description:
It was reported that during percutaneous transluminal angioplasty, a catheter stuck on the guide wire occurred. Vascular access was gained via the femoral artery. The target lesion was located in an unspecified vessel of the lower leg. The 3.0mm x 220mm x 150cm coyote balloon catheter became stuck on the 300cm v-14 controlwire guide wire. The balloon catheter and the guide wire were removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: device was received loaded in the catheter, and it was returned in a generic plastic bag. Device presented the distal tip damaged, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned inside the catheter (stuck). The device was removed from the catheter and presented the polymer coating severely damaged (kinked and bent) at 298.0cm approx. From the proximal end to distal end. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, a catheter stuck on the guide wire occurred. Vascular access was gained via the femoral artery. The target lesion was located in an unspecified vessel of the lower leg. The 3.0mm x 220mm x 150cm coyote balloon catheter became stuck on the 300cm v-14 controlwire guide wire. The balloon catheter and the guide wire were removed as a single unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.